Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting-post-anesthesia of a da vinci-assisted kidney reimplantation surgical procedure, the bipolar is not working and there is repeated error c-33 on the erbe generator. Before calling technical support, he had already rebooted the erbe several times, replaced bipolar cable and bipolar instrument without success. Tse checked the logs that show error c-33 that points to an hf voltage measurement value too high in on state. According to the caller, erbe generator is connected to a dedicated wall socket. Tse advised caller to disconnect the power plug and leave the erbe power switch in the on position for 1 min. After restart, error kept coming back. Tse guided caller to check erbe connection to vp and to check external pedals in drawers are not activated by accident. Tse informed caller about the opportunity to use a 3rd party device (coviden/ valley lab force triad). Nurse handed over to surgeon and explained they are going to use a spare vio device and the e-100. Surgeon is requesting their fe asap to resolve. Surgery will start as planned. Fe to follow up. The procedure was completed with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iesu was placed on golden system and was run in normal mode. C-33 error occurred during start-up. The iesu has no significant scratches or dents. The front bezel is in decent condition. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator